Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Ilivia neo 7 vr-t dx df-1 promri: upon receipt, the ICD was interrogated, revealing the battery status bos and 10 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel as well as in the far field channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Linox smart s dx 65/17: upon receipt, the lead was found cut 11 cm distal to the is-1 connector pin. The proximal fragment including the yoke and connector pins was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was thoroughly analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel as well as in the far field channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. The analysis of the lead did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 115 months, oversensing with inappropriate therapies was reported. The lead was explanted.